Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while on the line and it showed the test strips to be out of range. The consumer was educated on these directions for use at the time of call. The test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.